Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was inserted into patient's anus. The patient ((B)(6) years old) had treatment for intussusception with saline infused through drainage lumen of the catheter. A lot of saline leaked during the treatment, the balloon was removed and inflated again. The user then found that the balloon was asymmetrically inflated. The user requested us to investigate the device.

Manufacturer narrative:
The reported event is unconfirmed. A three way irrigation latex catheter was returned. The catheter was inflated with 35 ccs of water using a 10 cc leur lock syringe. The balloon appeared to be slightly asymmetric however no leaks were noted. The balloon symmetry was found to actually be in specifications via ip25.1 revision 42. The balloon was deflated with no issues. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was inserted into patient's anus. The patient (1 years old) had treatment for intussusception with saline infused through drainage lumen of the catheter. A lot of saline leaked during the treatment, the balloon was removed and inflated again. The user then found that the balloon was asymmetrically inflated. The user requested us to investigate the device.